Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had experience a high blood glucose of 400 mg/dl. Customer treated with insulin pump. Customer did not mention symptoms that led to the high blood glucose event and declined troubleshooting. Customer also mentioned that the high blood glucose event happened last wednesday of last week. Customer also mentioned that he heard someone had invented a sensor that you wore like a wrist watch and would like to get some information about that. Advised customer that all medtronic sensors needs to be inserted in the body. Advised customer to speak to his healthcare professional about the continuous glucose monitoring device. Options. No insulin pump is expected to return for analysis.